Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2015, on behalf of the foreign patient to report that on (B)(6) 2015, the patient stated their transmitter was out of range for an unspecified amount of time. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Device evaluation was completed by animas on (B)(6) 2015. Investigation results were received by dexcom on (B)(6) 2015. The device was visually inspected and found no cosmetic flaw. The transmitter was placed on a walkabout box and paired with a pump. Functional testing confirmed the reported event of an out of range error. The root cause was determined to be a discharged transmitter battery.